Manufacturer narrative:
Updated e1- telephone number.

Manufacturer narrative:
Article reference: janarthanan sathananthan, anish nigade, david meier, dante navarro, julianne spencer, althea lai, hacina gill, luigi pirelli, john g. Webb, david a. Wood, georg lutter, thomas puehler, gilbert h.l. Tang, shinichi fukuhara, stephanie l. Sellers. Hydrodynamic assessment of explanted degenerated transcatheter aortic valves: novel insights into noncalcific and calcific mechanisms. Jacc: cardiovascular interventions, volume 17, issue 11, 2024, pages 1340-1351, issn 1936-8798, https://doi.org/10.1016/j.jcin.2024.04.011. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early pve can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, utis, pneumonia). Additionally, a non-conformance in the sterility or packaging processes of the valve may also manifest in the early post-operative period causing early pve. However, there are several types of bacteria that would not survive the edwards sterilization process. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a manufacturing non-conformance contributed to these events. Due to limited information, the cause of the event remains unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Through review of medical article "hydrodynamic assessment of explanted degenerated transcatheter aortic valves," the following event was identified as pertaining to an edwards device: five years and four months post-procedure, the valve was explanted due to valve degeneration and endocarditis. On the pre-explant transthoracic echocardiogram, gradients were 46mmhg with no aortic regurgitation.